Manufacturer narrative:
Product analysis: manufacturer's analysis of the programmer software logs indicated that the software issue was due to an interaction with a third-party software. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the healthcare professional transferred the lead data report, the programmer application crashed and displayed a white screen. The system had to be rebooted in order to work. The programmer remains in use. No patient complications have been reported as a result of this event.